Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced kinked tubing on her infusion set. The customer stated that the tubing was kinked where the reservoir connects to the tubing. It was stated that the customer had not been receiving no delivery alarms and was inquiring how to receive the alarms. Explained that there needed to be enough back pressure for the insulin pump to alarm no delivery. Advised customer that she could use a shorter tubing length if the tubing was too long for her. The customer mentioned an instance in which her blood glucose was 500 mg/dl and that she had ketones. The customer stated that the most recent blood glucose at the time of the call was 404 mg/dl at school. The customer stated that her blood glucose levels could rise fast. Advised that replacement infusion sets would be sent. Nothing further reported.